Event description:
It was reported via a hotline call at 8:53 pm mt (10:53 pm eastern time) that the rn in the intensive care unit (ICU) called the clinical support specialist (css) and told the css that the event involved a female patient with a fiberoptix sensor (fos) intra-aortic balloon (iab) in place. Indications for iabp therapy was "broken heart syndrome" mitral valve. The iab was inserted via the patient's right femoral site via a sheath. Per the rn approximately 15 minutes ago they began seeing "blood flakes" in the gas driveline tubing. The intra-aortic balloon pump (iap-0500, s/n (B)(4)) did not alarm. The rn told the css that they notified the m.d., but the m.d. Did not want to do anything about this. The css explained that the blood could not get back into the tubing unless there was a hole in the balloon. The css explained to the rn that there must have been an alarm at some time and at that time they did not see any blood in the tubing. The hole occurred and blood went into the hole and sealed the hole. The pump system saw a closed system and was pumping without alarms; however, the helium was drying the clot in the balloon and the clot was breaking off into flakes that are noted in the tubing. The helium was drying the clot and the clot was crystalizing. The css told the rn that this could create issues when the balloon is removed and they may have to take the patient to surgery to remove the balloon. The css explained that the recommendation would be to have the balloon removed now. The rn understood and will follow up again with the physician. At 10:19 pm mt (12:19 pm est) the m.d. Called the hotline concerning this case. The m.d. Said that everything was working fine, but that there were a few flakes of blood in the tubing. The css explained that the only way blood could get in the tubing was that there had to be a hole in the balloon. The css and m.d. Discussed the issue of a clot in the balloon and that could make it difficult to remove the catheter. The m.d. Said that he has never seen this before and asked how frequent this occurred. The css explained that this is rare, but that our recommendation would be to remove the catheter. He thanked me for the discussion. At 11:15 pm mt (1:15 pm est) the css called the rn to see if the balloon had been replaced. Per the rn, the balloon was removed and a second iab was inserted using the same femoral artery. The patient was stable. At 11:24 pm mt (1:24 pm est) the m.d. Called the css directly and said they had replaced the balloon, but they could not see anything wrong with the balloon. The css explained that it could be a small hole and iab would have to be sent back for analysis. The m.d. Asked for the return box to be sent to the cath lab manager instead of the ICU manager. The m.d. Also asked if he could get a report of what was found with this balloon. The css told the m.d. That she would have the sales representative follow-up with him.

Manufacturer narrative:
Qn #(B)(4). This is an alternate summary report event.